Manufacturer narrative:
A brand name, or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal the tampon unraveled and left pieces inside. Consumer experienced several infections, irritation, itchiness and ripped skin from pulling the tampon out.